Event description:
It was reported that during a coronary drug-eluting stenting (des) treatment procedure a shaft break occurred. While introducing the 2.5x16mm taxus liberte des stent delivery system (sds) onto the guidewire the shaft broke outside the pt. The procedure was completed successfully with a different device and there were no pt complications. Requests for additional info have been made; however, additional info has not been received.